Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger would not power on. Upon evaluation, the power supply lacked an output voltage. The cause of the inability to power on and charge the battery packs is the lack of output voltage. The root cause of the lack of output voltage cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not properly charging the battery packs.